Event description:
Medtronic received information about this bioprosthetic valve, after the valve was sutured into place and before the aorta was closed, the physician discovered that the valve leaflet had a hole in it directly below where the leaflets coapt and could easily be viewed. The physician immediately removed the valve and replaced it with another valve. No adverse patient effects were reported. It was reported that the patient was very sick pre-operatively and was in the ICU before the initial surgery took place.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear solution in the original product jar in an explant kit. The valve was discolored showing evidence of blood contact. All leaflets were flexible. The left and right cusps were intact. A tear in the non-coronary cusp adjacent to the coaptive ridge appeared consistent with historical events for a puncture or laceration by a sharp instrument such as forceps during implant. All commissures were intact. Conclusion: based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.